Event description:
Customer reported an issue with the dpm 6/7 monitor, which may have affected ECG monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the unit's cold solder on all front panels. The unit was calibrated and safety tested to factory specs.